Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the customer encountered a recoverable error on the system. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found a 23003 error against axis 4 on the universal surgical manipulator (usm), in which the endoscope was installed. The isi tse informed the customer that the error was against the endoscope rotation. The customer stated that when the system faulted, the usm jerked around pretty hard. The isi tse recommended that if the error kept coming back, removing the endoscope and testing to see if the endoscope had resistance when spinning the shaft. If it did, the customer was recommended to replace the endoscope with a new one. It was also recommended to inspect the gears on the endoscope for residue. The customer continued the case with the same endoscope. There were no reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault and arm 4 jerking forcefully, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) field service engineer (fse) visited the site and tested the system. Fse could not reproduce the reported issue. The system was working properly, and no additional action was required.